Event description:
It was reported that the patient was experiencing dizziness and was transported to the hospital via ambulance. It was also reported that it was found that while the patient was lying on their back or left side, their heart rate suddenly decreased to 30 beats per minute (bpm); however, the lower rate was programmed to 50 bpm. A device and right ventricular (rv) lead capture issue was also suspected. The device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The electrodes on the distal end of the lead were covered in blood. It was noted there was cosmetic environmental stress cracking on the overlay tubing of the insulation. There was also a cosmetic depression on the outer insulation. Additionally, the outer insulation was breached with voids in the lumen tubing.